Manufacturer narrative:
Additional information has been requested, device is being returned and investigation will be completed upon receipt.

Event description:
It was reported that the patient experienced disc failure underwent additional level fusion. C5-6 m6c in situ, removed and replaced with cage and new plate to cover c5-7 (c6-7 already fused).

Manufacturer narrative:
Based on the inspection of the retrieved m6-c, in conjunction with the clinical data, and the provided information, the device showed clear evidence of in vivo mechanical failure. The device had collapsed, the endplates were polished and fractured, the sheath had cleaved, the majority of the fiber construct was not present, and the majority of the core was not present, consistent with abrasive contact between the endplates, confirmed by the radiographs and radiographic analysis. It was not possible to determine the sequelae of events that led to the removal of this device without further clinical and/or radiographic information; however, mechanical failure was evident. The build lhr was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The devices met the m6-c product specification including the axial stiffness and flexural resistance specifications. Rmf 0003 rev 39 line 12.60. - device damaged/broken leading to surgical intervention with explantation. Rmf 0003 rev 39 line 12.45. - excessive height loss/disc collapse: < 1mm between endplates leading to surgical intervention, with explantation, involving patient with multiple cervical spinal implants. Rmf 0003 rev 39 line 12.73.4. - resorption or osteolysis, without infection/infected.abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev 39 line 12.75 - device explanted.

Event description:
It was reported that the patient experienced disc failure underwent additional level fusion. C5-6 m6c in situ, removed and replaced with cage and new plate to cover c5-7 (c6-7 already fused).